Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus element¿ plus stent was advanced but was unable to cross the target lesion. The device was removed and the physician noted that the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.